Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure and severe and permanent injury. Addendum per additional information: (B)(6)2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) on (B)(6) 2009. Per operative notes, "a hernia sac was dissected free and a large ventralex mesh (device #1) patch was placed and sutured". (B)(6) 2009 - patient had right lower quadrant pain and underwent exploratory laparotomy. Per operative notes, "the mesh was rolled slightly onto itself in this area. I was able to free up the mesh from the adhesions and tacked the mesh". (B)(6) 2009 - patient had chronic pain and was diagnosed with recurrent incisional hernia thereby underwent open repair with mesh removal and implant of composix kugel mesh (device #2). Per operative notes, "the fascia was opened, and the old mesh was removed. It was very difficult due to scar tissue. Due to the patient's severe chronic pain I elected to remove the old mesh. A circular bard composix kugel mesh (device #2) was then placed and sutured". (B)(6) 2010 - patient had chronic abdominal pain thereby underwent mesh removal (device #2). Per operative notes, "I was able to open the mesh with no evidence of recurrent hernia and mesh infection. The mesh was certainly in a flat position with no abnormalities. However due to the patient's severe pain with this I elected to remove the mesh (device #2). A piece of biological mesh was placed and sutured". Attorney alleges that patient had adhesions, hernia recurrence, scarring, chronic abdominal pain and emotional injuries. It is alleged that the patient was forced to wear an abdominal binder everyday to keep her belly supported.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document the additional information provided and to correct the date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient had adhesions, chronic abdominal pain, hernia recurrence and underwent mesh explant. Per the op-notes, ¿the mesh was rolled slightly onto itself¿. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d1 (brand name), d4 (corporate lot no and expiry date), d6b (date of explant), e3, g1, g3, g6, h2, h3, h4 (manufacturing date), h6, h10, h11. Corrected field: b3 (date of event). This supplemental emdr represents mesh - ventralex (device #1). An additional emdr was submitted to represent the mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure and severe and permanent injury.